Manufacturer narrative:
Correction: MFR site plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The device was subjected to a laboratory bubble point test. No leaks were observed, possibly due to coagulated blood in the returned sample. The dialyzer was disassembled. A fiber that was potted on both ends, was noted to have been broken near the potting surface of the dialyzer on the cavity ID end, at approximately 10°, with the dialysate ports situated at 0°. The shortest section of fiber measured approximately 3.0mm in length. Further examination of the fiber bundle did not identify any other damage or irregularities. An investigation of the device history records (DHR) was conducted by the manufacturer. The production record was reviewed, there was an approved temporary dn noted on the lot. It is unrelated to the reported complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.